Manufacturer narrative:
H.6. Investigation summary: customer returned (79) 3/10cc, 6mm, 31g syringes in open poly bags from lot # 8239953. No samples were returned from lot # 8071717. Customer states that there is clear liquid inside some of the syringes. All returned syringes were examined and 14 syringes exhibited a small amount of clear liquid inside the barrel. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. When the plunger is fully depressed, the silicone gets distributed along the barrel roof and walls, ensuring a lubricated surface for the plunger to move against. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of 25 billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. CAPA # 56537 and situation analysis # (B)(4) have been opened to address this issue. A review of the device history record was completed for batch# 8071717. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications [(B)(4)] noted that did not pertain to the complaint. A review of the device history record was completed for batch # 8239953 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Possible root causes for excess silicone include: the first is that some associates do not degas the silicone after refilling the tanks. Second, the silicone volume on the pump is a parameter that is being adjusted, but is not understood and could be a potential kpiv. CAPA # 56537 and situation analysis # (B)(4) have been opened to address this issue.

Event description:
It was reported that an unknown number of bd insulin syringe with bd ultra-fine¿ needles experienced foreign matter contamination.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level a investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for foreign matter in syringe on lot # 8071717. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8071717. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications [(B)(4)] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned based on the above, no additional investigation and no CAPA is required at this time investigation conclusion: based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unknown number of bd insulin syringe with bd ultra-fine¿ needles experienced foreign matter contamination.